Event description:
It has been reported to co that during the procedure this device experienced intermitent continuity. Reportedly, there were defective proximal polls. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.